Manufacturer narrative:
Date of event: the event date is approximate. Reporter name and address: the reporter (identified as (B)(6) is reporting the product problem on behalf of her son, who was using the toothbrush.

Event description:
The consumer reported that the sonicare for kids power toothbrush shaft detached during their son was brushing. A potential choking hazard was identified.

Manufacturer narrative:
Analysis results: product was not returned to manufacturer to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.